Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported via the implant patient registry that the tricuspid valve was explanted after an implant duration of approximately 10 years (120.80 months). Through follow up with the health care provider, it was learned the device was replaced with a model 9300tfx 29mm in a valve-in-valve implantation of a sapien xt in a degenerated perimount plus valve. The perimount plus valve was not explanted. There were no issues identified with the 6900p valve. The surgeon mentioned that it is normal to see this kind of calcification in the tricuspid position specially after 10 years.

Manufacturer narrative:
Method: device not returned. The device history record (DHR) review is in progress. The device will not be returned for evaluation because it remains implanted. No additional information has been provided regarding the patient's health history. Calcification is a well-recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, this valve-in-valve procedure was conducted to resolve calcification of the tricuspid valve which would not be considered unusual after an implant duration of 10 years. Other considerations were that this was a mitral valve implanted to a tricuspid position. No additional information regarding patient factors is available.